Manufacturer narrative:
The device was received, and an evaluation is complete. The device received a device evaluation assessment. This evaluation included a visual assessment as well as functional testing. The device failed service evaluation due to a delayed keypad response. The processor board was found failed and determined to be the cause of the delayed keypad response. They processor board was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump device it experienced a delayed keypad response. No additional information is available.